Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device was broken on the tip of the sleeve. There was no adverse pt consequence.